Event description:
Pharmacy dept IV room opened another brand new box of u-100 insulin syringes, new lot numbers and found most all needle tips coated in rust. All are sealed as well as the two boxes that we opened were sealed until (B)(6) 2013. The pharmacy dept at this facility is the only dept at this facility that uses this brand of u-100 insulin syringe. They were just received from the supplier this past week and have been stored at controlled room temp. Also see (B)(4).